Event description:
It was reported that during three separate implant procedures the programmer "locked up" while concurrently running the analyzer. It was further reported that "a simple reboot of the [programmer] resolved the issue at that time". No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, however the hard drive was reconfigured and software was reloaded because of data drive corruption.